Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, repeated 32100 errors were observed on universal surgical manipulator (usm) 2. The technical support engineer (tse) reviewed the onsite system logs and found multiple 32100 errors pointing to the usm axes controller motor (acm) node. Prior to calling for technical support, the customer tried to power cycle the system two times with no success. The site used the other three usms to continue with the case. The tse noted that the customer did not want to perform troubleshooting at the time of the call. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed but not replicated during failure analysis. The usm passed normal mode. When the usm was tested from patient side cart (psc) fixture test platform (pftp), it passed all the required pftp tests. Remote fe recorded an error of 32100. Per inspection, no traces of fluid intrusion was found. Parallelogram flat flex cable (ffc) and clock spring ffc's were connected properly. Root cause of this failure is attributed to component failure.